Event description:
On jan 9, 2010, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The pt indicated that the alleged issue started on (B) (6) 2009, at an unspecified time. The pt reported blood glucose readings of "219 and 129 mg/dl". The time difference between the readings was reportedly greater than 20 minutes. As a result of the alleged issue, the pt claimed that she received lantus insulin treatment from an unidentified health care professional (hcp) during an emergency room (ER) visit. The pt, however, denied that her blood glucose was tested on another device during the time of concern. She also denied developing symptoms because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took in response to obtaining the reported results, what time the readings were obtained, and what time the pt received the insulin treatment from the ER. In addition, it would have been helpful to know if the ER checked the pt's blood glucose, if she was actually treated with insulin by the ER, why she was treated with insulin, and what actions she took prior to going to the ER. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment from an ER as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.